Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is possible that the instrument welded to the forceps holder during the procedure. The most probable cause of the peeling at the light guide lens bonding area is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had a scorched forceps holder and peeling at the light guide lens bonding area. There was no patient involvement.